Manufacturer narrative:
The catheter was returned, and analysis found catheter/catheter body/user related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 500 mcg/ml concentration at 200 mcg day dose via intrathecal drug delivery pump for spinal pain. It was reported that spinal catheter fell out of intrathecal space. Patient reported falling a few weeks after her original implant. X rays were taken of spine. Spinal segment was removed and new spinal segment was placed and connected to pump segment. At the time of this report, the issue was resolved and patient status was alive no-injury. No further complications were reported.